Manufacturer narrative:
(B)(4).

Event description:
Information received from (B)(6) study. Per updated information received on (B)(6) 2013, higher cerebral dysfunction was observed after the avm (arteriovenous malformation) was completely excised on (B)(6) 2010. A follow up was performed on (B)(6) 2011 and it showed that the higher cerebral dysfunction was subsiding while the cerebral infarction remained unchanged. According to the 12 and 24 month follow ups, it was confirmed that both higher cerebral dysfunction and cerebral infarction remained unchanged. The physician commented that the cerebral infarction was incurable and that there was no casual relationship between these complications and onyx.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event.(B)(4)

Event description:
It was reported the patient's avm was treated with two vials of onyx via three marathon catheters. During procedure, the thalamus was occluded due to unexpected onyx migration. Consequently, the patient suffered cerebral infarction. No other complications were reported with the patient as a result of the event.